Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their ins changed due to normal battery depletion. The caller said the new ins was "failing" the patient to the point where he could hardly move and "becomes a vegetable". The caller was going to get in contact with the rep.